Event description:
It was reported that during a follow up, high hv lead impedance was observed. The svc was programmed off. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.